Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was sensing noise. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
Additional information received indicated that there was damage to the right ventricular (rv) lead caused by clavicular crush. It was discovered during the procedure when the stylet could not be inserted fully into the rv lead.